Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
According to the mhra health authority, the gynaecare tvt mesh tension-free tape has eroded into the vagina. The device is not available for return. Mhra reference number: (B)(4).